Event description:
It was reported by the patient that the previously working remote monitor would not power on after a power outage. The patient tried disconnecting and reconnecting power cord to no avail. A new power cord was sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power connector was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.